Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that, following intraocular lens (iol) implantation, the patient was unable to see clear and was having negative dysphotopsia. Additional information received from doctor that, an iol repositioning was performed to the patient instead of an iol exchange. Additional information was requested.